Manufacturer narrative:
Concomitant medical products: product ID: 97754, serial# (B)(4), product type: recharger. Product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2014, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2014, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID: 977a260, serial# (B)(4), product type: lead. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that analysis of the ins was attempted with the clinician programmer but the ins was discharged. It was noted that when charging the ins, the patient got a connection, but no coupling bars. The manufacturer's representative reportedly met with the patient four times to try to charge the battery. It was noted that the patient reportedly charged for over 30 hours at home. It was noted that it was initially believed that swelling of the tissue was impeding the charge, however once the swelling had subsided, it was determined that the ins was at a 45 degree angle in the pocket and unable to get good contact with the charging disc. It was reported that the doctor believed the ins to be defective. The patient was reportedly scheduled for a pocket revision on (B)(6). It was noted that the patient was still unable to charge the battery and it was in a state of discharge. The patient was not receiving effective therapy, was frustrated, and unhappy. Additional information was requested, but was not available at the time of report. If additional information is received, a supplemental report will be filed.

Manufacturer narrative:
(B)(4).

Event description:
It was later reported that the ins had twisted and they had to fix it. Since fixing the lead in (B)(6) it has not worked. The patient was depressed because it was not working and he was in a lot of pain in the legs. The company representative tried to make adjustments. The patient tried for a couple months (B)(6) to try to get it to work, but was not successful. The patient turned it down to 0.0 and just left it there. After the surgeries it would only work when the patient would walk, not when he sat down. Most of the pain was when the patient sits down. It was noted that the patient was bi-polar. The patient was in pain, but it did help when he walked so he would like to get it going again. It was further reported that when the stimulator was on it helps him when he walks but he has to sit to move his head a certain way, the stimulation can get too strong, like a jolt. The patient just gave up on it. The patient has not recharged for about three months or more. The patient has tried the recharger and it shows the no communication screen, he does use the recharger belt. During the report the patient tried it again and got the no communication screen again. The patient needs to pick up a prescription on (B)(6) 2014 and he was going to talk to his doctor then, he does already have an appointment set up in december. If additional information is received, a follow up report will be sent.

Event description:
The ins died on the patient one week post-op. A coupling problem was reported, the patient has not been able to get any coupling bars. The patient was instructed to keep charging the ins. The patient spent about 20-30 hours charging in the last week. The patient was without stimulation today. The recharger screen showed 0 coupling bars and ins charged up to 25%.swelling could be an issue and it was wondered if the staples could be causing an issue with charging. The ins was located above the suture line and to the right side but it was snug in the pocket. It was noted that typically the ins gets implanted below the suture line. The patient was instructed to place antenna below suture line last week with thinking that was the location of the ins. The ins may be flipped. Adjusting the antenna dial was no success. The antenna locate feature was performed and 36/36 was reached but could not get anything higher than 38/40 (still no coupling bars obtained). The ins would not charge. It was noted that ¿patient wearing is correctly¿. The recharging screen was seen. The patient was upset that he has not been able to use the stimulation. The patient later reporter on (B)(6) 2014 that ¿we¿re having several problems with it.¿ the patient¿s family was concerned. The patient stated, ¿now I have to have a third surgery because of the equipment failing.¿ the patient ended up in the ER on (B)(6) 2014. On (B)(6) 2014 ¿they had to cut me back open and fix a wire that went bad.¿ between then and now, the nurse the patient has been working with concluded that, ¿I have a bad battery in me, it won¿t charge.¿ the patient has had to schedule ¿another surgery to install a battery that works.¿ the patient experienced pain and suffering due to the failed equipment. Additional information has been requested.

Event description:
The company representative reported on (B)(6) 2014 that the patient had the pocket revision and was currently receiving effective therapy.